Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer tripped and the pump touch screen shattered when customer landed on the ground. Customer is unable to see the displayed options due to the shattered screen. Customer's blood glucose was 130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.